Manufacturer narrative:
Product analysis: the product was not returned by the customer; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve via the right femoral artery, noise was detected near the puncture site in the right inguinal region. Stenosis of the right femoral artery was reported by an ultrasound and a percutaneous transluminal angioplasty (pta) was performed, improving the stenosis. No other adverse patient effects were reported.